Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A la7ebu30 launcher guide catheter was used for a physician-evaluated cadaver study as part of a pre-clinical study. The unit was removed from packaging with no issues noted. The physician inserted the guide catheter through an introducer into the right femoral artery. The physician tracked the device into the coronary ostium and spent approx. 10 minutes attempting to cannulate the left coronary artery. The physician was unable to place the guide catheter tip within the coronary artery. They attempted to inject some contrast through the guide and noted that they could not inject. There was some obstruction and they thought the guide might be kinked. The unit was removed from the cadaver model. On removal, it was noted that flattening and torsional kinking of the unit had taken place. It is indicated that the device was not excessively torqued.

Manufacturer narrative:
Image review: the image provided by the customer shows two 7f launcher catheters. One of the catheters is badly damaged. The image shows the distal end of the catheter, a section approx. 15cm in length crushed flat and torqued. If information is provided in the future, a supplemental report will be issued.